Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer did not provide the blood glucose value at the time of the incident. The customer was admitted to the emergency room and was experiencing all the symptoms of diabetic ketoacidosis. It was unknown if the customer was wearing the insulin pump at the time of hospitalization. The customer also reported that the insulin pump alarmed off no power without getting a low battery alert. The pump history showed that there was a failed battery test as well. The customer declined troubleshooting as she was unable to change the battery at the moment. The product will not be returned for analysis.